Event description:
Related manufacture reference number: 2017865-2023-11530, related manufacture reference number: 2017865-2023-11532 . It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion, the left ventricular exhibited failure to capture, and the right ventricular lead exhibited high capture threshold. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.